Event description:
It is reported that the device was explanted in 2008 due to the tibia being loose and lysis noted on x-ray under the tibia behind the femur. Gross poly wear with fractured poly fragments noted in joint. Both the femoral component and tibial component were removed. Implant date is unknown.

Manufacturer narrative:
Other device used: catalog # 00500600800, geo-tibial retainer rotational, lot # 629197. Evaluation summary: it is reported that the knee was revised after 30 years due to loosening of the tibial component. Osteolysis was noted on the x-rays under the tibia and femoral component. No product was returned for evaluation. Also, x-rays are not available for review. The cause of the reported problem of osteolysis and implant loosening could not be determined due to insufficient information. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.